Event description:
Rn started a piv and attempted to draw labs. Gold top tube would not fill with blood. Another tube was substituted and filled without issue. This happened on two occasions with two different patients on this day. After discussion with other rns, it was reported that this has been an ongoing issue with some gold top tubes not having enough vacuum to fill. Ref report: mw5179318. Pt code: 4582. Device code: 1233.